Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that review of a remote transmission indicated that the atrial lead was undersensing. There also appeared to be intermittent far field sensing of r-waves and therefore the sensitivity had been reprogrammed. The atrial lead remains in use and will be evaluated again at the patient¿s next scheduled office visit. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the far field r-wave (ffrw) oversensing resulted in possible inappropriate mode switching on the device and atrial tachycardia/atrial fibrillation detections.